Event description:
Medtronic received information that these bioprosthetic valves, implanted for an unknown duration, were explanted due to aortic stenosis and mitral regurgitation. The products were successfully replaced and will be returned for analysis. Further information has been requested, and no patient complications were reported.

Manufacturer narrative:
No product has been returned for analysis at this time. Should the product be returned, analysis will be performed and a supplemental report filed. No serial number was provided; therefore, a device history review could not be performed. Based on the limited information available no conclusion can be drawn at this time.

Event description:
Medtronic received information that these bioprosthetic valves, implanted for ten years, were explanted due to aortic stenosis, severe mitral regurgitation, and congestive heart failure. Upon explant a tear was noted in one of the leaflets of the mitral bioprosthesis. It was determined that since replacement was needed for the mitral valve, that the aortic valve should be replaced at the same time. Both valves were successfully replaced and were returned for analysis. There were no patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: pledgets remained attached to the sewing ring on the outflow. Part of the sewing ring appeared to have been cut during explant. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. Tears in the right cusp appeared to have occurred during explant resulting with the removal of tissue. Moderate tissue deterioration was noted on the free margin of the right and non-coronary cusps adjacent to the right non-coronary commissure. The non-coronary left commissure was dehisced, possibly related to separation of the layers of aortic wall behind the commissure. The commissure appeared slightly dehisced until the commissure was pulled back to expose the aortic wall. The sutures holding the aortic wall to the stent post appeared intact. The left right commissure appeared to show early signs of dehiscence. There was no visible evidence of host tissue that may have contributed to the separation of tissue. Pannus lined the sewing ring on the inflow, covering the tissue and base stitching, to the inflow margin of attachment, into all inferior coaptive areas, and extending onto the inflow of all cusps showing possible evidence of a reduced inflow orifice area. The minimal solution the valve was received in appeared to enhance the visibility to the layers of pannus on the inflow and outflow. Remnants of pannus were noted along the sewing ring on the outflow to all stent posts and outflow rails. Pannus covered the tops of both the right non-coronary and non-coronary left stent posts. Pannus on the right non-coronary stent post extended to the top of the commissure possibly restricting leaflet movement. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed evidence of mineralization in all commissures. Conclusion: the commissure of the mitral bioprosthesis appeared slightly dehisced, and the left right commissure appeared to show early signs of dehiscence. In addition, it appeared that leaflet movement may have been restricted due to possible host tissue overgrowth in both valves. A conclusive cause to the pannus was not determined; however, these are known failure modes for bioprosthetic valves. These findings are generally considered a patient related condition. The device history review was reviewed and no issues were noted that would have impacted this event.